Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. Per documentation, the spouse reported that the patient experienced inaccurate cgm values. Between approximately 2:00 pm and 3:00 pm est, the patient experienced a cgm reading of 70 mg/dl, which generated alerts on both the receiver and phone app. No fsbg measurement was performed at that time. After receiving the alert, the patient went to the kitchen to prepare a sandwich and get a drink. While turning around, she became dizzy and lightheaded, lost consciousness, and fell, sustaining fractures of the left tibia and left fibula near the ankle. The patient reported that symptoms of dizziness and lightheadedness typically occur only when her glucose level is below 30 mg/dl. The patient's husband attempted to wake her, but she reportedly continued to lose consciousness due to pain from the leg injuries. Emergency medical services (ems) were contacted and responded to the scene. Upon arrival, ems obtained an fsbg measurement of 70 mg/dl. A corresponding cgm value at that time was not available. During transport to the hospital, ems obtained a second fsbg measurement of 50 mg/dl, while the patient recalled the cgm displaying approximately 80 mg/dl. Ems administered an oral liquid glucose treatment; however, the specific product was not recalled. Upon arrival at the emergency department (ed), the patient received pain medication and was admitted from (B)(6). On (B)(6), she underwent surgery and had an open reduction and internal fixation (orif) of the left tibial shaft fracture and the left fibula fracture. The patient reported that no treatment was provided for diabetes management during the hospitalization. She was discharged on (B)(6). At the time of the report, the patient reported ongoing pain related to the fractures and stated that she was receiving outpatient physical therapy. She indicated that her glucose-management state was otherwise stable and that she was doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. During the transport to the hospital, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.